Event description:
It was reported the hand activation functioned intermittently on the handpiece. The device was replaced and the case completed with no pt consequence. There were no pt details available.

Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Eval summary: the hand piece was received with the mount loose. The hand piece was connected to a generator and evaluated with a test instrument. During functional testing it was found that phase margin was out of specification; however, this does not affect the handpiece performance and no error code was displayed during testing. The instrument was disassembled to inspect internal components and a torn acoustic isolator was found. No damage was found to other components. The phase margin out of spec and the torn acoustic isolator are not related to an error 3 issue. It is probable that the loose mount could have caused the reported error code 3.